Event description:
The pkg assy 10x080 smart vas 80cm stent was deployed and the delivery system was pulled out without any problems, but the inner shaft (polymeric tube) snagged on the amplatz guidewire (035, 260cm) and was removed with the guidewire. No patient harm and nothing remained in the patient, no further problems appeared. The target lesion was the sfa, crossover left. The lesion was moderately calcified with a little tortuosity and angulation. Pre-procedure stenosis was 60%. There was no resistance met while advancing the device over the guidewire and no torquing difficulties. No other anomalies were noted during prep.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
After deploying a stent in a moderately calcified superficial femoral artery with a little tortuosity and angulation with a 60% stenosis it was noted that the inner shaft (polymeric tube) snagged on the amplatz guidewire (035, 260cm), separated, and was removed with the guidewire. There was no resistance met while advancing the device over the guidewire and no torquing difficulties. No other anomalies were noted during prep. One non sterile unit of smart control 10x080 mm was received coiled in a plastic bag. The clear wire lumen was separated from the sds; also the outer sheath was separated at distal end of ID band. Several kinks were observed on the clear wire lumen. Also, a 12 cm section presented an elongated/compressed condition; this anomaly was located at 50 cm from the distal end of the clear wire lumen. The proximal hub was cross sectioned at the hypotube/wire lumen/ hub joint, and it was observed that clear tip still attached to hub. The wire lumen separation reported by the customer was confirmed. Based on the analysis it is concluded that the separation was not due to a lack of adhesive; handling and/or procedural factors may contribute to the reported condition as well to the damaged wire lumen, and they do not appear to be manufacturing related, controls exist in the manufacturing area to prevent and detect these types of damages. Since the product analysis suggest that the condition reported by the customer could not be manufacturing related, no actions will be taken at this time. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction and is not related to a product quality issue. However, no conclusion can be drawn.